Event description:
It was reported the laparosonic coagulating shear curve was used during a laparoscopic nissen fundoplication procedure. It was reported a chronic steady tone occurred with the laparosonic coagulating shear curve. Opened another device to complete the case. There was no consequence to patient.